Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during laparoscopic left hemicolectomy the customer states that while using the device, pneumoperitoneum leakage occurred. Another device was used to complete the procedure. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The current status of the patient is fine. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.